Event description:
Customer reported brown foreign matter was found in the IV set below the pump, 50cm in length between the pump and the distal smartsite. The customer does not suspect device or tubing malfunction but they suspect possible IV set tampering occurred. A d5 1/2ns with kcl 10meq primary infusion was infusing with no problems at 2318 on (B)(6) 2014 the device alarmed for occlusion. While troubleshooting the alarm the brown foreign matter was discovered in the set. The infusion was stopped, the set was removed from the patient and stat lab work was performed. The gram stain of the foreign matter was positive for bacteria. The patient became febrile and sepsis medical intervention procedures were performed. The patient is not afebrile and doing well.

Manufacturer narrative:
Manufacturer's report date: 04/16/2014. (B)(6). No devices received, log review only. Customer stated that the tubing will not be returned because it was discarded. Customer request event log review to check for programming, volume infused, alarms and errors from 1900 to 2400 on (B)(6) 2014. The event logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.